Event description:
It was reported that the pta balloon would not deflate. Reportedly, the pta balloon dilatation catheter was successfully advanced over a .014 guidewire to the target site in the distal popliteal artery. It was inflated slowly up to 6 atm. Then, slow deflation was attempted. Fluoroscopy demonstrated that the balloon was not deflating. The physician pulled the balloon back over the guidewire and was able to successfully remove it through the 7f sheath. No patient injury.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. This is the only complaint reported for this lot number to date. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.